Event description:
It was reported that a peritoneal dialysis (pd) home patient (hp) was in the hospital for a myocardial infarction. The hp was hospitalized for one week for the event. The cause of the myocardial infarction is unknown. At the time of this report, the pt was recovered from the myocardial infarction. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Review of the device history record revealed the device passed testing. A review of the device service history revealed no issues that could have caused or contributed to a myocardial infarction. Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up will be submitted.